Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: she had an episode of low blood glucose (bg) on (B)(6) 2013, where her bg went from 180 mg/dl to >40 mg/dl in one hour, causing her to black out and have a car accident. She had not given a bolus. Paramedics were called to the accident and they treated her on the scene with glucose tabs that she had on hand, then released her into the care of her husband. Patient reports settings were as desired and were rechecked by health care provider (hcp). She reports no alarms, and bolus history is correct, she has lost confidence in this pump and her hcp advised pump to be replaced. Patient is currently off this pump and on her alternate method of insulin delivery. Customer support (cs) found no cause for the low bg and a replacement pump was sent. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2013 with the following findings: no defect was found. Typical usage was observed in the pump history. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately unable to duplicate the reported complaint. The tdd¿s for the event on (B)(6) 2013 appear to be low. A ¿replace cartridge¿ alarm was recorded on (B)(6) 2013 13:23; pump was next primed on (B)(6) 2013 16:43. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.